Event description:
On (B)(6) 2009, a pump refill occurred. The expected volume 1.3 ml, the actual volume was 3 ml. On (B)(6) 2009, a pump refill occurred. The expected volume was 1.3 ml, the actual volume was 3.6 ml. On (B)(6) 2010, a pump refill occurred. The expected volume was 0.7 ml, the actual volume was 2 ml. On (B)(6) 2010, a pump refill occurred. After the "half" refill, strong resistance was noted. The expected volume was 3.2 ml, the actual volume was 4.3 ml. The pump was aspirated without problem. The entire drug amount was able to be filled into the pump. On (B)(6) 2010, a pump refill occurred. The expected volume was 3.5 ml, the actual volume was 5 ml. In (B)(6) 2010, a pump refill occurred. The expected volume was 2.4 ml, the actual volume was 4 ml. On (B)(6) 2010, a pump refill occurred. The pump delivered fentanyl, methadone and clonidine. The expected volume was 0.6 ml, the actual volume was 2.6 ml. After that "half" refill of the pump, there was strong resistance noted while filling the drug. The pt went home. After ten mins, the pt experienced opioid overdose symptoms. The pt became unconscious. The pt experienced apnea, somnolence and "myosis." The pt was hospitalized and given some "antidotes" for opioids. On (B)(6) 2010, a pump refill occurred. The expected volume was 4.3 ml, the actual volume was 5 ml. There were no problems or resistance noted with this refill. This was the first refill after the pt's hospitalization. On (B)(6) 2010, the pt's outcome was reported as 'fine." The next pump refill was due (B)(6) 2011.

Manufacturer narrative:
(B)(4). (Somnolence and myosis).